Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4109. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The reported device was received for evaluation. The reported medical conditions of perforated sinus and unable to place in osteotomy were not confirmed. Visual evaluation of the as returned product identified minor signs of wear and some blood tissue. The device had no apparent malfunction. The device could not be functionally tested for the reported failures (perforated sinus & inability to place into osteotomy) as they were medical events. The DHR was not available electronically for the subject lot number. Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot and no other complaint was found. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that sinus was perforated at implant placement. Primary stability was not achieved with the tsvt4b8 implant and the implant was removed. Tooth site #3.